Manufacturer narrative:
Patient code: impaired vision, unlabeled. Device code, opacification of lens, unlabeled. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before the voluntary recall of this device in april, 2000. The lens underwent a modified (buffered tumbling) process during its' manufacture. For those lense there have been isolated reports of a biofilm developing. (B)(4).

Event description:
A surgeon has reported that a memory lens u940a iol implanted in the left eye of a male patient on (B)(6) 1999 has since opacified. Yag laser capsulotomy performed (B)(6) 2004 w/no improvement in visual acuity. Visual acuity reported as 20/50 w/significant glare at (B)(6) 2004 visit, prognosis poor and patient awaiting iol exchange from a different surgeon. No further information is available at the time of this report.